Manufacturer narrative:
Section d10 references: product ID cd9000. Serial# (B)(6). Product type multiple therapy product product ID wr9230 lot# serial# (B)(6), product type recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the wireless recharger (wr) was connecting to implantable neurostimulator (ins) but then would shut off. They attempted a wr reset and now the wr will not do anything. Patient was not available at time of call. Rep indicated that pt's ins is at 20% and pt will not be able to walk without therapy. Rep asked for replacement wr to be sent sat delivery. Additional information received from the manufacturer¿s representative reported the patient was sent a new device and it worked. Additional information received from the consumer reported they were having the same issue with the replacement recharger as they did with the first recharger in regard to having connection issues. The recharger was reset off the docking station and an attempt to connect with the implant was made. You could hear the recharger connect for a moment before returning to searching. The consumer repositioned the recharger over the implant multiple times, but the consumer was unable to make a connection. They attempted to connect to the recharger application but were getting ¿no device found¿ and were not able to connect to the handset. The patient was wearing light clothing, but were not using the drape. The patient was redirected to their healthcare provider (hcp).

Manufacturer narrative:
See b5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient reporting ongoing issues with charging the ins stating that today they have been charging for 4 hours and the battery is only at 60% charged and patient thinks they need a replacement wireless recharger. The wr keeps disconnecting after a minute and going back to searching and beeping. Patient could palpate the ins and noted it is slightly higher up on the chest. Recommended patient start with wr lined up with the bottom edge of the ins. Patient did so but the wr was still searching. Once patient moved it slightly up and to the left it connected successfully with excellent charge quality and the ins battery level progressed from 60-70% after a few minutes. This resolved the reason for the call and patient declined replacement wr at this time.